Manufacturer narrative:
Additional narrative: the small shaft is strongly bent. One broken fragment was sent back, along with two inner shafts with similar damage. It cannot be defined as to which shaft this fragment belongs. Not all relevant dimensions can be verified due to the damage. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. As the shaft is bent it may be assumed that too much lateral stress was applied onto this device during use. A product development event evaluation was performed. The inner shaft is designed for screw removal and is not intended for screw insertion. It was successfully tested and validated as a removal instrument for zero-p va screws. Due to the size of the screws, the instrument design requirements were for a threaded removal shaft small enough to provide access to the internal threads in the head of the screw. These design aspects require care during use to prevent damage/ breakage of the removal shaft and/or screw. This risk of breakage is mitigated by the fact that there are 2 inner shafts (03.647.972) provided in the standard instrument set, and there are 2 types of instruments offered for screw removal (03.647.971 and 03.647.985). The risk associated with interbody plate and spacer disassociation and with zero-p va screw removal failure due to damage to the screw removal driver is adequately addressed by the zero-p va clinical and design risk assessment. When used as intended, the inner shaft should not bend or break, but due to the small size, it can be susceptible to damage if misused. It was noted that in this event, the instrument may have not been properly engaged prior to the screw removal attempt and the threaded portion of the other removal driver was stuck in the head of the screw. The fracture surfaces appeared to be the result of a torsional load. There is insufficient evidence to determine the exact root cause for this complaint at this time.

Event description:
A patient was being implanted with a zero-p va device. The surgeon was satisfied that the fit was great but at the end of the procedure, the surgeon indicated it looked like the plate slipped. The surgeon went to remove the device and the removal tool broke in the screw. The surgeon used a second removal tool and it also broke in the screw. The surgeon finally drilled out the blocking mechanism on the plate device, removed the zero-p from the patient and placed another device to complete the procedure. The procedure was delayed approximately 45 minutes. The patient was reportedly doing well after the procedure. This report is #4 of 4 for the same event.

Manufacturer narrative:
Synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.